Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (won't power on) has been confirmed.  Upon investigation the monitor was unable to power on.  The cause for the failure was isolated to the defibrillator pca and computer/analog board.  High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient stated that their monitor was sparking and they felt a strong vibration from the distribution node. When the monitor was returned it was unable to power on. There is no indication that the patient experienced a serious injury.